Event description:
The patient reported exposed and frayed wires on the power cord. The power cable was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One i3 accessory one power cord and power supply w/box was returned. External visual inspection of returned material revealed exposed/frayed wires to the power supply w/box and found no exposed/frayed wires on the power cord. The returned power supply was not plugged or used due to the power supply having an exposed wire at the box. A golden i3 unit was powered on successfully multiple times with the returned power cord in conjunction with a test power supply.